Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an initial ramp study completed (B)(6) 2013. Ao valve opening, lvedd did not decrease that much with increasing pump speeds. Fixed speed increased from 9200 to 9600rpm at that time. Inr therapeutic. The patient presented with a hemorrhagic stroke on (B)(6) 2013 (subarachnoid and r/mid cerebellar involvement). Anticoagulation post-stroke, stopped aspirin, kept on heparin then transitioned to coumadin for inr 2-3 and aspirin restarted at 81mg. During this hospital stay, also experienced urosepsis, discharged to rehab then home in early february. Normal clinic visits since that time. Patient presented to clinic and readmitted for gout flare-up. All lab values normal in relation to hemolysis. Within the past day, patient's pump parameters changed. Previous parameters flow 5-6 at 9600rpm, pw6-7, pi 5-6. Current parameters flow 10 at 9600rpm, pw9, pi 2.5. Patient treated with 1-2 liters of fluid based on low pi value. Hemolysis labs within normal limits. Echo revealed increase in lvedd to 80 (previously 67). The center is going to possibly proceed with ramp study. The patient also likely has a pump pocket infection and remains on antibiotics. The physicians are debating the need for a pump exchange.